Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing a low blood glucose (bg) level of 26 mg/dl caused by the customer filling their infusion set tubing while connected. The customer declined to provide any additional information regarding this event.